Event description:
The detector keeps losing connection with the system, causing delays in patient care due to the inability to make exposures.

Manufacturer narrative:
There was an issue with the detector. A loaner detector has been installed, which has resolved the issue. There were no reports of patient or users harm. If additional information arises, a follow-up MDR will be submitted.